Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During the rv lead repositioning the lv lead was losing capture. The lv lead was programmed to pace from lv ring - rv ring, since when programmed lv bipolar it was losing capture. This problem was reproduced multiple times. The rv lead also exhibited undersensing due to clavicular crush. When a new rv lead was connected to the pulse generator the left ventricular behavior could not be reproduced. The rv lead was subsequently replaced.